Event description:
It was reported that during an ablation procedure, cold pixels were observed at the lowest power setting. It was also noted that cold pixels were witnessed at 100% and 128% firing power. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.